Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no readings on the continuous glucose monitor (cgm) for periods of time. No medical intervention was reported. Additional event or patient information is not available. The receiver was returned for evaluation. An exterior visual inspection was performed and the inspection passed. The receiver was charged and booted. Function testing was performed and the test passed. A review of the data log did not find any errors related to the customer complaint. The complaint confirmation could not be determined. A root cause could not be determined.